Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2013-13520 & 1627487-2013-13521. The pt has 3 leads from different lot numbers, reporting on all leads. It was reported during a postoperative appointment, the pt loved his stimulation, however, the pt's mother stated there had been a little drainage from her son's ipg incision site. The pt did not have a fever. It was noted the pt was a slow healer from his trial procedure, it took approximately 2 months to heal. The nurse practitioner reglued the incision and prescribed a stronger antibiotic. Follow-up information identified the pt was healing slowly, but well.